Event description:
Rptr claims fork assembly snapped while trying to free wheelchair from a rock. User fell forward bumping head on counter. Non-serious injury: knot on forehead. Did not seek medical attention.